Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient tried to increase stimulation on (B)(6) 2015, but was unable to do so and was getting an unknown screen. The patient wanted to increase stimulation because they weren't feeling stimulation on (B)(6) 2015. The patient experienced a loss or change of therapy. The patient's therapy was not on, they turned the therapy on, and the situation was resolved. The patient was able to increase stimulation and felt stimulation. The indication for use for this patient was gastrointestinal/pelvic floor.